Event description:
A customer contacted beckman coulter inc., (bec) regarding elevated total beta human chorionic gonadotropin (tbhcg) result, above the normal reference range of the assay the customer was questioning as erroneous. The elevated result was generated by the unicel dxi 800 access immunoassay system for a single patient. Repeat testing of the patient sample in the customer's lab reproduced the elevated result. A retained sample from this patient have been analyzed and found at 1miu/ml for bhcg. The elevated results were reported out of the lab. The patient's doctor performed an echography on the patient and the results indicated the patient was not pregnant.

Manufacturer narrative:
Qc was performing within the customer's established ranges on the date of the event. System checks performed by the customer on (B)(4) 2012 and (B)(4) 2012 produced passing results within instrument specifications. The customer has sent in a patient sample to customer product line support (cpls) for investigative testing. The cpls tested patient sample diluted and the tbhcg dose was found approximately at 250,000miu/ml. Cpls then performed a carry-over test. The specimen could not induce a positive signal on a negative sample tested just after. Cpls did not reproduce customer results. Investigation could not demonstrate that instrument issue is the root cause of sample contamination. Root cause of the sample contamination could not be determined. Service has not been dispatched for this event.